Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump battery died and now had x pointing to an arrow. Customer stated insulin pump had open book image. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error alarm due to main download timeout/external flash crc test failed. Unable to determine the root cause, problem isolated to electronic assembly. Unable to verify low battery alarm due to critical pump error alarm.